Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 428 mg/dl at 9:18am. Customer's blood glucose was 378 mg/dl at 9:24am, 385 mg/dl at 9:25am, 344 mg/dl at 10:14am and 373 mg/dl at 9:24am. The customer did not have symptoms of high blood sugar. The product was not returned for analysis.